Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra2 meter was reading inaccurately high. The medical affairs specialist called and spoke with the patient on nov 7, 2008 and obtained additional info. The pt reported that the alleged issue first occurred on two days prior to original dare at 8:30, and when he obtained a result of "500 something" on the subject meter. He mentioned that he always tests first thing in the morning prior to taking insulin or eating anything and usually, his morning blood glucose levels are between 80-120 mg/dl. Based on the alleged high result, his sliding scale regimen was to take 25 units of r insulin (normally takes between 15-17 units) and so at 9:00 am, he took 25 units of r insulin. He was also supposed to take his n insulin at that time (40 units), however, he did not take any that morning. He was about to eat something (normally eats his breakfast after taking his insulin), but stated "there was no time to eat" since he started experiencing symptoms of low blood glucose: "dizzy, sweaty, disoriented, blurry vision, nervous, and unbalanced". His daughter tested his blood glucose and obtained a result of 35 mg/dl. He drank a glass of orange juice and felt better. He did not check his blood glucose after he felt better and has not tested on the subject meter/strips since then. The patient was not tested on any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct, however, he was not cleaning the puncture area properly. This complaint is being reported because the patient claimed the he took insulin based on the alleged high result and then experienced symptoms suggestive of hypoglycemia, which he treated self with orange juice and felt better. The patient did not receive any medical intervention from a healthcare professional.